Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had no complaints but displayed an underlying bradycardic rhythm. Multiple remote transmissions revealed auto mode switching due to atrial lead noise. The noise was reproducible with exercises. Programming changes to sensitivity were made. No noise was observed following the changes to sensitivity. The lead was to be monitored. There were no patient consequences.